Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject ues-40, because the subject ues-40 was not returned to omsc. Omsc checked the device history record of the subject ues-40, and there was no irregularity found. As a result of evaluation by the olympus local service engineer, there was no abnormality with the appearance of the subject ues-40 and the subject ues-40 output values were all within the specification. Therefore, omsc judged the subject ues-40 meets the device specification. Also, omsc judged that the damaged cable of two footswitch which were returned with the subject ues-40 found by the olympus local service engineer was not relevant to the reported event. The root cause of the reported event could not be conclusively determined. However, omsc surmised that the subject ues-40 was not attributed to the reported event and in theory other devices used with the subject ues-40 (e.g. Disposable hand piece, electrode, etc) or handling of the user was attributed to the reported event. There were no further details provided. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report #8010047-2018-02420.

Manufacturer narrative:
The subject ues-40 has not been returned to omsc. The user will not return the subject ues-40. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The subject ues-40, an unspecified disposable-hand piece, and an unspecified patient plate were used for an unspecified surgical procedure. The patient plate was attached to the patient¿s thigh. During the procedure, a spark was seen followed by the smell of burning. It could not be confirmed where the spark came from but the drape covering the operating table had a hole in it. And the physician found that the physician¿s ring finger and the patient¿s abdomen were burnt. Information whether a burn was treated, and regarding the degree of the burn was not notified. This report is regarding the burn on the physician.

Manufacturer narrative:
The subject ues-40 has not been returned to omsc. However, an olympus local engineer evaluated the subject use-40 and found followings. There was no abnormality with the appearance of the subject ues-40. The subject ues-40 output values were all within the specification. Glue of the electrical component on the circuit board in the subject ues-40 showed signs of burnout due to the electrical component overheating. And also, the olympus local engineer evaluated the footswitch for ues-40 maj-1258 and bipolar foot switch for ues-40 maj-1259, which were returned with the subject ues-40, and found followings for each device. The cable of the subject maj-1258 was damaged on several points. The cable of the subject maj-1259 was kinked and damaged. There were no further details provided. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report #8010047-2018-02420.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".